Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.

Event description:
It was reported to boston scientific corporation that an orca was used during an esophagogastroduodenoscopy (egd) procedure performed for the colon on (B)(6) 2025 for the treatment of anemia. During the procedure, the air water button and suction button were sticking. The air water valve sprayed water. In addition, the suction valve continues to experience frequent clogging. However, the physician was able to fix this by removing and reattaching the suction valve. The procedure was able to be completed using these devices. There were no patient complications reported as a result of this event.